Event description:
Information received a smiths medical cadd cassette reservoirs - flow stop tubing was pulled to much and would not align. This in turn would set off the sensor of the pump and occurred on four cassettes. Pt details provided and not patient adverse events occurred.